Event description:
The report received from the study indicated that during pta of a lesion in the ostium of the right internal carotid artery, the pt developed sudden left hemiparesis, hemineglect and hemiataxia with behavioral changes, aphasia, dysarthria and reflex change, following the deployment of the stent. There was presence of left babinski. However, the pt did not require emergent carotid surgery, but the residuals were permanent. The pt was discharged 7 days after admission. At discharge, stroke scale score was 13 and the stroke score was 4. The pt had a 30 day follow-up exam 20 days later. The stroke scale score was 14 and the score was 4. Post-procedure medications were ongoing. The pt was asymptomatic prior to the procedure and stroke scale score was 0. The lesion was 25mm in length in a 5.3mm vessel diameter. The lesion was characterized as concentric, arch ii, mildly calcified and with mild vessel tortuosity. The lesion was pre-dilated. A 5mm angioguard rx embolic protection device was successfully deployed and retrieved without any technical problems. Debris was found in the basket upon retrieval of the angioguard. A 7x40mm precise pro rx stent was deployed at the target site without any malfunction. Maximum ck was 54 with an upper limit of 232 and ck-mb 0.5 with a upper limit of 3.6 ng/ml. Pre and post-procedure medications included aspirin and clopidogrel. Heparin was administered during the procedure.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following mfg number 9616099-2009-01805.